Manufacturer narrative:
Product complaint # (B)(4). Evaluation: as the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a laparoscopic inguinal hernia repair procedure on 10/11/2018, and a barbed suture was used. During surgery, the suture was broken while suturing the peritoneum by continuous suturing. There were no adverse patient consequences reported. No additional information was provided.